Event description:
It was reported that, the surgeon inserted a competitor's lens, but the lens haptic was torn by the injector. The lens was removed with no pt injury. The surgeon felt the cause of the torn haptic was due to the injector. Another same type lens was implanted.